Event description:
It was reported that the user experienced new nocturnal low glucose episodes while using the ilet, with a documented nadir of 70 mg/dl and approximately 10 minutes spent below range; the contact administered a small amount of orange juice and has begun taking small carbohydrate snacks at night, and training was scheduled for education and potential nighttime target adjustment. Symptoms included none reported beyond low glucose. Outcomes included no medical intervention, no hospitalization, and resolution with oral carbohydrate. Investigation included complaint handling with user education and referral for additional training. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia. It was concluded that the event was consistent with hypoglycemia of unclear cause, addressed through education and consideration of therapy setting adjustments.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.